Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site and dislodged from the infusion site. These conditions could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia. The patient reported she had surgery for a non-diabetes related issue, and 3 hours after returning home from surgery, her bg (blood glucose) levels started to elevate prompting her to seek medical attention at the hospital. The patient's bg levels reached 543 mg/dl while wearing the pod between 36 and 48 hours in the abdomen. The patient was treated with IV (intravenous) insulin, IV antibiotics, IV fluids and insulin injections. Patient reported she was unsure if cannula was properly seated in the infusion site, and when she removed the pod after returning to the hospital for hyperglycemia, the cannula was found to be dislodged and bent. The patient was discharged after 2 days.